Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative stated that the reason the burr hole cover failed to hold the lead was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: implantable neurostimulator. The main component of the system, other applicable components are: product ID: 3387s-40, lot# va18ye7, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: neu_stimloc_acc, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: accessory.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had a return of symptoms. Films were done on (B)(6) which observed that the lead had migrated to 4.5-5 millimeters above the anterior commissure and posterior commissure (ac pc), which was almost 8 mm above where it should have been. The lead was about 3 millimeters below ac pc on (B)(6) 2016. The right lead was removed and inserted in the subthalamic nucleus (stn) on (B)(6), which resolved the issue. The cause of the migration was thought to be related to a failure of the burr hole cover to hold. No further complications were reported or are anticipated. Refer to manufacturer report #3004209178-2017-20177 for details pertaining to the reportable related event.